Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block alarm on (B)(6) 2024. The occlusion was in infusion set tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.